Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on (B)(4), 2020 with blood glucose level was 485 mg/dl. They were still in the hospital. Customer experienced symptoms such as feeling very sick. The customer was treated with intravenous insulin drip and insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not used to auto mode feature at the time of event. The customer woke up not feeling well and changed his set and gave himself a bolus and insulin flow block alarm happened. Customer was alleging insulin pump was under delivering due to, pump stopped working and it was not giving an insulin and we found out that the pump gave insulin flow block alarm during bolus. The insulin pump will not be returned for analysis.